Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. The pusher assembly (part # 909874-27) knob (part # 909874-29) disassembled from the shaft (part # 909874-28). DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that our sales member found a detached knob was in the sterile package before nurse opened it at the operation. Our sales representative replaced it with another new ziptight instrument kit before the operation. So the operation was completed without problem. In addition, the nurse and the doctor were not aware of this incident. No adverse event has been reported associated with this event.